Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of weeks from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7079176. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 514429. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 27415009.

Event description:
It was reported that the patient was experiencing shocking sensation in the right side, specifically the abdomen and the leg, even if stimulation was turned off. It was noted that a budge appeared in the midline incision site and the right pain got worst. X-ray was taken and showed that the left lead had migrated. It was also believed that the leads were disconnected. Database analysis revealed no anomalies. The patient underwent a spinal cord stimulator system explant procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-2218-70 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4318 ln: (B)(6). The returned lead fixation was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing shocking sensation in the right side, specifically the abdomen and the leg, even if stimulation was turned off. It was noted that a budge appeared in the midline incision site and the right pain got worst. X-ray was taken and showed that the left lead had migrated. It was also believed that the leads were disconnected. Database analysis revealed no anomalies. The patient underwent a spinal cord stimulator system explant procedure. The patient was doing well post-operatively.